Event description:
It has been reported to philips that the system did not boot up the first time. The device was not in clinical use. No patient harm reported. The procedure was completed on another system. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the system did not boot up. Review of the system log file showed com server errors and system boot up errors. Customer rebooted the system. After rebooting, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.